Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a neuro spine surgical procedure, it was discovered that the motor device would not run when connected to the console device. There were no delays to the planned surgical procedure as a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a damaged housing, a missing connector cap, the device did not run, a cut in the cord, the cutter would not lock, a failed thermistor and a corroded unit. Therefore, the reported condition was confirmed. It was determined that the housing was damaged from allowing the unit to come in contact with a hard object. It was determined that the connector cap was missing because the cable had been cut. It was determined that the device did not run and the unit failed thermistor because of corrosion, which is indicative of damaged caused by immersion during cleaning, which was failure to follow the directions for use. It was determined that the cutter did not lock because of debris in the locking mechanism due to improper cleaning. The assignable root cause of the component damage was determined to be due to misuse / abuse and possibly user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.